Event description:
The surgeon was attempting to remove sclerotic bone with one of the reverse curettes from the moreland gear. The tip broke off and remained in the patient. The physician attempted to retrieve the tip, but was unsuccessful.